Manufacturer narrative:
Company representative evaluated the system and verified the reported problem. Corrections included clearing the system's error logs and rebooting the server. (B)(4). (Exemption #e2015032).

Event description:
Customer reported an issue with the panorama central station with telemetry's server, which may have affected telemetry monitoring. No patient injury was reported.